Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08735 inches. No displacement anomalies were noted. The motor was tested outside the device and passed. Unit received with cracked case at the battery tube threads. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 500mg/dl. Customer¿s incident blood glucose was 300 mg/dl. Customer¿s current blood glucose was 283 mg/dl. Customer was treated with insulin drip and fluids. Customer was alleging for under delivering. The insulin pump will not be returned for analysis.